Manufacturer narrative:
The device evaluation was completed on 01-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when setting up the vizigo sheath, the air valve was found to be dislodged. Upon visual inspection the valve looked to be misaligned and they were unable to insert the dilator. When the sheath was replaced, the issue resolved. Additional information was received, and it was reported that the hemostatic valve was misaligned but not separated from the sheath. The sheath was not inspected prior to them putting it in a bag. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used in the patient. The sheath was replaced prior to starting the case. Air did not enter the patient¿s body. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the hemostatic valve of the vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record (DHR) was performed for the finished device 50000019 number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h 4. Device manufacture date has been updated. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). The device manufacture date was inadvertently omitted on follow up report # 1 ((B)(4)). Therefore, the h4: device manufacture date has been populated on this report.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when setting up the vizigo sheath, the air valve was found to be dislodged. Upon visual inspection the valve looked to be misaligned and they were unable to insert the dilator. When the sheath was replaced, the issue resolved. Additional information was received and it was reported that the hemostatic valve was misaligned but not separated from the sheath. The sheath was not inspected prior to them putting it in a bag. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used in the patient. The sheath was replaced prior to starting the case. Air did not enter the patient¿s body.